Event description:
According to the reporter: occurred during a laparoscopic distal pancreatectomy procedure. The surgeon clamped the tissue and fired the powered handle. However, the firing was stopped on the half way. Removed the device from the tissue and replaced with a manual stapling handle. The firing was completed with no problem. The surgical time was extended by less than thirty minutes. Additional tissue resection was required due to the issue. There was about 1cm unanticipated tissue loss. Oozing and bleeding occurred as a result. Patient has left the hospital.